Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with vibratory alert and phrenic nerve stimulation. Upon device check, it showed that the right atrial lead had reproducible noise and the left ventricular lead had low out of range impedance. Phrenic nerve stimulation was isolated to the left ventricular lead. Physician concerned with possible insulation issue on both leads. Both leads were reprogrammed. No patient consequences reported. Related manufacturer reference number: 2017865-2019-10777.